Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit emitted smoke, during the charging cycle. The complainant indicated that there was no pt involvement during the reported event.